Manufacturer narrative:
(B)(4). Final report. Device details, patient medical history, post primary and pre-revision x-rays and explants were requested in order to progress with the investigation. The trinity shell, ceramic liner and ceramic modular head were returned to corin for examination. It was concluded that the liner may not have been sufficiently impacted. Based on this, corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. This report is filed due to revision of a trinity shell, however, the shell was revised due to displacement of the ceramic liner which is not approved for distribution in the USA.

Event description:
Revision of trinity shell, ceramic liner and ceramic modular head after three weeks due to liner displacement.

Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays and explant have been requested in order to progress with the investigation. Device manufacturing records will be reviewed. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Revision of trinity shell, ceramic liner and ceramic modular head after 3 weeks due to liner displacement.